Event description:
Customer called to report that the cap piercer on the unicel dxc 600 synchron system was leaking from both sides onto the tubes. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to disable the closed tube sampling and to run the samples without caps. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and secured a loose blade wick assembly. After verifying instrument performance, the fse determined that the services performed resolved the leak issue. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issue.

Manufacturer narrative:
The instrument leak issue was resolved when the field service engineer secured a loose blade wick assembly, which was installed a few days prior. (B)(4).